Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), (B)(6)implanted: (B)(6) 2007, product type: programmer, patient. (B)(4)

Event description:
The consumer reported the patient programmer would not power on after replacing the batteries in the patient programmer. There was corrosion inside the battery compartment. It was noted the patient had not used the patient programmer for years. The patient wanted to turn the therapy off because it was causing cramp and pain her foot. These issues started on the day of the report. It was confirmed the patient was getting symptom relief from the therapy. The patient asked if there was any other way to turn the implant off. It was reviewed the healthcare provider or manufacturer's representative could use the clinician programmer to turn the implant off. Indications for use included urinary dysfunction/sacral nerve stimulation. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.